Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch on the escape button. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 542 mg/dl, which she did not have a chance to treat due to her husband having surgery at the time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.